Manufacturer narrative:
Follow-up #1: date of submission 02/05/2015.device evaluation: the device has been returned and evaluated by product analysis on 01/22/2015 with the following findings: review of the black box data revealed record of call service alarm (088). The pump was not returned with a battery cap; a test battery cap was used to complete the investigation. On investigation, the pump powered on properly without alarm. The pump was exercised for 24 hours without call service alarm occurring. The pump was found to be operating within the required specifications during the investigation.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 088) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.